Manufacturer narrative:
The item is being shipped back for evaluation. A follow-up report will be submitted after the lift has been received and analyzed.

Event description:
Fga 450 lift was identified with a cracked weld at time of preventative maintenance check. No patient involved.